Manufacturer narrative:
Concomitant medical products: product ID: 9735736, serial/lot #: (B)(4), UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during an electrode and probe placement procedure. It was reported that while using a leksell frame and imaging spin, an auto-registration was transferred to the stealth. The automatic frame registration picked up 10 rods using the CT frame for leksell system, even though the frame being used only had nine rods. Tenth rod was displayed on the left anterior side of the frame. System showed it as a blank bar with a piece of it that is yellow and inaccurate. Total predicted error was 0.7. Troubleshooting suspected that artifact was detected which caused the tenth rod to be detected in the image. The representative used automatic registration after the case and did not assign the optional tenth rod and got a metric of 1.8. Suspected image quality caused by artifact. There was no impact to the patient outcome. There was less than an hour delay.

Manufacturer narrative:
H3: a software analysis was initiated to determine the probable cause of the issue. Analysis observed 10 rods using the CT frame as mentioned. 10th rod was showed as a blank bar with a piece of it that is yellow. This issue is consistent with the following known software issue and is tracked through software anomaly tracking database and references to this case have been added to that record. Fdm b01, fdr c10, fdc d02 applies to the software. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.